Event description:
Customer took blood glucose test and received a result of 127mg/dl. They took normal medications and did not eat. Customer became unresponsive. Emt's were called and recieved a reading of 40mg/dl. The customer was given glucose. On the same day the customer took a glucose reading and received a reading of 410mg/dl and went to the hospital and they received a result of 160mg/dl.